Event description:
It was reported that the patient presented to the ER due to high voltage therapies. Upon interrogation of the device, shocks were delivered due to noise on the rv lead. Review of egms showed a lead issue. The sense/pace portion on an existing chronic lead was used. The defib portion of the rv lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.